Manufacturer narrative:
The reported event is confirmed; however, the root cause is unk. Inspection noted that the post of the fixed anchor had broken off. The post of the fixed anchor was returned with the sample. The adjustable anchor was intact and had no damage. The root cause is possibly due to excessive force used during the surgical procedure. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
(B)(4). It was reported that the anchor broke off during the procedure. When the physician was attempting to place the sling, he experienced directly releasing the anchor from the trocar. When being manipulated to release, the anchor broke. A 2nd kit was used to complete the procedure.